Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in 4 west. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the side rail locking pin was dirty. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The tech cleaned and lubricated the side rail locking pin to resolve the issue. Based on this info, no further action is required.